Event description:
Device 1 of 2: reference MFR report # 3006705815-2019-00173. It was reported that patient was unable to put their ipg into MRI mode after physician request for an MRI. In turn, the scs system was explanted.